Event description:
Approx mid (B)(6), put a new sensor on and started to have a lot of low drops, not overly unusual for me because I tend to have them anyway, so just figured it was me and t needed to pay closer attention to what I ate, but it seemed to happen a lot and started to be multiple times during the day. Since my last a1c was 6.4 I wondered if I needed to have my meds. Reduced. When the sensor ended, I put the next one on and the same thing was happening. This time, it seemed worse, I was getting multiple during the day and at night to the point I just turned my phone off so I could sleep. About 3/4 into the sensor time span, I received a letter from walmart telling me about sensors for the libre 3 that were providing low glucose readings. Since I no longer had a glucose meter to check the old way. I ordered one and found my numbers were about 30 points off, so prior to removing the meter I checked my numbers, the libre sensor said 54 but my glucose meter said 94, so I removed the meter and then put the last good one on. I no longer have the two sensor boxes to check but assuming they are part of the lot number with problems. However, I still have one sensor that is on the list. (B)(6) I went to walmart and they said I needed to fill out this form and send it in. I still have the sensor that is not used. Patient code: 4580. Device code: 2460. Reference reports: mw5182548, mw5182549.